Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the black ring was came out and piece was broken off of the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the cracked or broken the battery compartment or battery housing or o-ring was fell out. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken cracked battery tube threads.